Event description:
Pt had bilateral breast implantation in 1987. Developed pain, capsular contracture. Also has suspected rupture on left; all necessitating removal. Upon removal, left rupture confirmed-right implant intact.